Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Customer stated contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complaint notes, stated blank display. Device passed operating currents, self test, rewind and displacement test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No damage on the c13/lcd isolation tape noted. Device received with broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. After inserting battery device power properly. Device monitored for several days and no blank display noted. (B)(4).